Event description:
Event description guidant received information that this transvenous implantable lead exhibited a recent decrease in pacing impedance. Measurements are now less than 200 ohms. In addition, the lead exhibited oversensing of noise, resulting in inappropriate shocks. Information was later received that this lead was fractured. As a result, a revision procedure was performed. No adverse patient effects were noted.

Manufacturer narrative:
Technical services discussed possible reasons for the decreased impedance. An invasive procedure was performed and the lead was explanted and replaced. The lead has not been returned. The event will be reopened if additional information is received. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage 335-350mm from the terminal pin. It was confirmed the conductors were fractured in this location as well. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle/ first-rib region.